Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was verified for power-on test. The device was able to turn on using lab stock batteries. When powered on one led segment did not light up due to a defective led segment d2 on the instrument board. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The customer's complaint was duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device is not showing all of the numbers on the top screen. No patient impact or consequences were reported.